Event description:
During a procedure to fix a mandibular fracture, surgeon was implanting a reconstruction plate and was using 2.0mm imf self-drilling screws. One screw broke mid-shaft during insertion. The head of the screw was retrieved and the shaft was left in the bone.

Manufacturer narrative:
Additional information has been requested. D7: shaft of the screw remains in the patient. No investigation could be performed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacture date cannot be determined without a lot number.